Event description:
It was initially reported this pt was undergoing treatment for a gastric ulcer when the ceramic tip of the injection gold probe detached and was retrieved from the pt. Teh procedure had been successfully completed with this device. Theer were no reported pt complications. The engineering evaluation determined the tip with the needle guide tube detached. The device was returned and evaluated by this manufacturer. The engineering evaluation indicated the tip with the needle guide tube assembly was detached from the catheter. The outer diameter of the tip transition step and the inner lumen and outer diameter of the catheter were found to be within drawing specifications. The evaluation also indicated no anomalies were found that could have caused or contributed to this event. A lot search was performed and there were no other complaints to date for this lot number. Co believes user technique and/or pt anatomy may have contributed to this event. However co is unable to determine the relationship between the device and the cause for this event.